Event description:
Nurse reported it was very difficult to pierce skin at cancer day unit. Second of third similar events with same product and lot number. (There are 10 additional episodes with a different lot number.) We understood this lot was produced prior to CAPA (B)(4) viavalve reported in (B)(6) 2017. Yet again, lots with known defects were not quarantined by smiths, and this lot is now in use in alberta. It seems smiths has a routine practice of not holding back/recalling defective product but rather wants it used up. This must save them money, with little risk of patients dying as a result of these defects. But, there is a high risk of frequent and small harms, inconvenience, and unnecessary resource use across the patient population. Imagine you are a patient receiving treatment for cancer, and the nurses have to poke and jab hard to get the IV catheter in, only to have the vein blown.